Event description:
It was reported that during a photo selective vaporization of the prostate procedure, after 3 minutes and 12 seconds of radiation the laser beam started to come out the end of the fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concluded based on the hene (helium-neon) laser fixture testing that the aim beam was visible at the fiber output window as intended and there were no indications of breakage along the fiber length. Based on analysis results, the as reported event of forward firing was unable to be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event. Device history record review (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the glass cap did identified any signs of devitrification. The metal cap exhibited mild charred detritus adhesion on its surface which is indicative of tissue contact during procedure. The fiber was tested with the hene (helium-neon) laser fixture, and there were no breaks visible along the length of the fiber. The aim beam was present at the output window, as intended. The control knob was attached and aligned with the fiber and could rotate the fiber. The connector passed the segment verification test and the connector cone, segments, and tabs appeared in good condition and secured. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions there is no evidence that any updates to the document are required at this time. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: analysis of the returned device did not identify the reported fiber break. Based on all available information and objective evidence from product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 3 minutes and 12 seconds of radiation the laser beam started to come out the end of the fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Correction: d4. Lot number and expiration date. H4. Device manufacture date.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 3 minutes and 12 seconds of radiation the laser beam started to come out the end of the fiber. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.